Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with their pacemaker exhibiting myopotential over-sensing resulting in pacing inhibition. Intervention was discussed with a healthcare provider. No patient symptoms or patient condition were reported.